Manufacturer narrative:
(B)(4). H6: mechanical (g04) - drill. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pin got stuck in device and fractured. No more information is available.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d5, g3, h2, h6 d4: attempts have been made to gather all product identification information and no further information has been provided the reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as part and lot identification were not provided. A definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.